Event description:
It was reported that the patient presented in-clinic for normal follow-up with fatigue and shortness of breath. Upon interrogation, noise was noted on the right ventricular lead. The lead appeared to be normal and stable, but the noise was reproducible through isometrics. The symptoms the patient presented with were determined to be due to medication and not due to the lead noise. No intervention was performed. The doctor will continue to monitor the patient, who is in stable condition.